Event description:
The event involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, clamp, nanoclave® t-connector (purple ring), rotating luer where it was reported that the tubing broke off right at the t-connect part. No reported patient involvement or harm. This report captures 2 occurrences.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Manufacturer narrative:
Investigation summary: received one (1) used a1129 smallbore pressure infusion (400psig) ext set w/remv microclave clear, clamp, nanoclave t-connector for inspection. The t-connector on the nanoclave was broken. Examination of the break area showed plastic deformation and one side higher than the other, typical of a bend break. The reported complaint can be confirmed. The probable cause is due to an unintentional bending force during use. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.